Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Patient was revised due to humeral component loosening. 85yrs female.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00121; 540-34-100, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.